Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility contacted baxter (B)(4) technical services to report an interlink continu-flo solution set that the "y-connector tubing has small crack leading to leaking tubing. Product was tried 2 different times with same results.'' The facility ordered products with a new lot number; they reported no further leaking.. The malfunction was observed to have occurred during priming. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.